Manufacturer narrative:
The event occurred in china. It was reported that the ¿referenc error¿ occurred on the rotaflow console during a test run of the device. No patient was involved. No harm to any person has been reported. The rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician. The technician was able to confirm the reported failure "referenc error" and the rf flow measure pcba (printed circuit board assembly) (article number 701011681) has been replaced. The device was sent back to the customer. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a a partial breakthrough of the capacitor c109 on the flow measurement board, which overloads the voltage converter. This led to the reported error. Based on the investigation results the reported failure "referenc error" could be confirmed. A device history record (DHR) review was performed on 2023-06-28. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(6).

Event description:
The event occurred in (B)(6). It was reported that the ¿reference error¿ occurred on the rotaflow console during a test run of the device. No patient was involved. No harm to any person has been reported. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.